Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During an operation, the surgeon inserted the catheter, a 1104g, but the cam01 displayed the logo of "check catheter connection". He turned the cam01 on and off and plugged the catheter in and out. That worked and he could zero the catheter but, when he inserted the catheter again in the (ICU) intensive care unit after surgery, the same phenomenon occurred again. He then plugged it in and out but, this time he saw an error code 4 and the wrench mark on the cam01 display. The message disappeared by exchanging the catheter and with the new catheter and the unit functioned normally. The patient was not injured as a result of this issue.